Event description:
On 04-apr-2024, abbott point of care (apoc) was contacted by a customer regarding I-stat b-hcg cartridges that yielded positive results on a 27 year old female patient with nausea and vomitting for 3 days plus shortness of breath and dry mouth. There was no additional patient information at the time of this report. Return product is available for investigation. Method collected result (units) sample I-stat 8:45 112.9 iu/l a siemens 8:45 <2 miu/ml b I-stat 8:45 109.2 iu/l a siemens 8:45 <2 miu/ml b I-stat 1249 80.7 iu/l d siemens 8:45 <2 miu/ml e date and test time not provided. Customer states that cartridge lots f233433 & f240334 are associated with the event. However, it lots are not specified for each test. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway. I-stat positive cut-off values: b-hcg < 5.0 iu/l negative 5.0 < ss-hcg < 25.0 iu/l indeterminate b-hcg >25.0 iu/l positive intended use: the I-stat® total beta-human chorionic gonadotropin (b-hcg) test is an in vitro diagnostic test for the quantitative and qualitative determination of b-hcg in venous whole blood or plasma samples using the I-stat 1 analyzer systems. The test is intended to be used as an aid in the early detection of pregnancy and is for prescription use only.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event.

Event description:
Na.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on (B)(6) 2024. A review of the device history records confirmed the cartridge lots met finished goods release criteria. Retained and returned cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. An (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for total b-hcg cartridge lots f23343 and f24033.